Event description:
It was reported, the autoclavable camera head had a momentary blackout. And then horizontal line noise occurred frequently, during an unspecified therapeutic procedure. The endoscopic image could be confirmed. And the procedure was completed using the device. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. The device was returned to olympus for inspection. And the reported failure was not confirmed. Based on the results of the investigation, it was not possible, to determine the cause of the malfunctions. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.